Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced postoperative left breast infection which includes erythema, fever and drainage. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Infection is a known inherent risk of the surgery/use and listed as a possible complication in the adverse reaction section of the instruction for use (IFU) supplied with the device. In regards to infection the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold." Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6): on (B)(6) 2019, patient underwent bilateral breast reduction; inferior pedicle using a full vertical and horizontal t incision. 2 pieces of galaform (galaflex 3dr) were used. There were no concomitant procedures. On (B)(6) 2019, breast infection was reported. Infection symptoms included erythema, low grade fever and drainage per notes. Patient was treated with medication (z pak, bactroban). Resolved on (B)(6) 2019 with no sequelae. Review by medical affairs identifies the reported breast infection as likely related to the device and serious.